Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported that rep was resetting the ins . Patient reported problem with recharging of their ins . Patient met with rep and patient was unsuccessful at interrogating. A device reset was completed and patient was able to charge device successfully and por was cleared. The device was then interrogated no impedances were found and the patient was receiving successful therapy. The issue was resolved at the time of this report. No surgical intervention occurred or planned.